Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the pump battery was depleting quickly and that the pump housing was damaged making it difficult to load cartridges. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.